Event description:
Product dr (B)(6) used and clamped it (4ea) to his patient but suddenly the spring between clamp was  pulled out naturally, so he unlocked the clamp and exchanged it another one. So after finishing operation, the patient got x-ray in order to whether the spring was in patient body or not. Fortunately, it was not in the patient body but dr (B)(6) complained about it and requested exchange the defectives into normal one. Addition information received (B)(4) 2014:the two incidents I reported was occurred at the same. Total 8ea of bulldog clamp(ch6077-001 x 4ea, ch6077-002 x 4ea) was being used to one patient and some clamp springs were pulled out during an operation. Nurses also didn't know exactly about which clamp was pulled out but it is certain that several clamp springs were pulled out simultaneously and the other ones spring was also pulled out after taking them away from a patient.

Manufacturer narrative:
(B)(4). The instrument was returned by the customer on 21may2014. The product was sent to the supplier for evaluation on 04jun2014. The prodcut specifications were reviewed and the root cause was determined to be the dimension of the spring post is not specified on the current design drawing. There is also no specification for the welding of the spring to the posts on the clamp. The devices were evaluated and met specification. The DHR was reviewed and there were no deviations during manufacturing and all prodcut met specification at time of shipment. No corrective action was deemed necessary, but as a preventive action a change was proposed to produce longer posts for a more secure attachment of the spring.

Manufacturer narrative:
(B)(4). The customer indicated that the product will be returned to carefusion for evaluation. To date the complaint product has not been received by carefusion. A follow up will be made if the product is returned and an evaluation is completed.